Event description:
Edwards received notification that this patient with a valve model 7300tfx31 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 1 year and 8 months due to degeneration leading to regurgitation secondary to leaflet immobililty of no apparent reason on echocardiography. The patient presented with chest pain and one syncope. As per medical opinion, there are not any medical factors that could have contributed to this early degeneration of the surgical valve. There was no allegation the edwards' surgical device caused or contributed to the patient's death. An attempt to implant a 29mm sapien 3 was performed with no success. As reported the patient died due to reduced contractility and prolonged absence of blood flow due to the massive presence of air in the ECMO circuit. [Thv complaints (B)(4)]. Indication for initial valve replacement was calcific degeneration of native valve leading to severe insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. H11: corrected data: b2.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 7300tfx31 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 1 year and 8 months due to degeneration leading to regurgitation secondary to leaflet immobility of no apparent reason on echocardiography. An attempt to implant a 29mm sapien 3 was performed with no success. As reported the patient died due to reduced contractility and prolonged absence of blood flow due to the massive presence of air in the ECMO circuit. [Thv complaints (B)(4)] indication for initial valve replacement was calcific degeneration of native valve leading to severe insufficiency.